Manufacturer narrative:
The customer returned the test strips. The meter was not returned. The test strips and vial showed no defects. The returned test strips were measured in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: master lot and retention meter: 2.2 inr, donor #1: customer's strips and retention meter: 2.4 inr. Donor #2: master lot and retention meter: 2.1 inr, donor #2: customer's strips and retention meter: 2.1 inr. The returned customer material and the retention material complies with specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned inr results for 1 patient tested on coaguchek xs plus meter with serial number (B)(4) when compared to the laboratory and the doctor¿s coaguchek xs meter. Based on the data provided, the results from coaguchek xs plus meter with serial number (B)(4) were erroneous when compared back to back and when compared to the doctor¿s coaguchek xs meter. The initial test from the meter was 4.3 inr. A second test was run on the meter less than 2 hours later and the result was 3.2 inr. The patient was tested on the doctor¿s coaguchek xs meter using the same finger prick and the result was 2.8 inr. The patient¿s therapeutic range is 2.5-3.5 inr. No adverse event occurred. The patient has had no medication changes and is not taking any health supplements. The patient has no autoimmune disease, no renal or liver insufficiency and no malignant disease. The test strips were requested for investigation. Replacement test strips were sent. Relevant retention test strips (lot 128043-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material is within specification.